Event description:
The pt was revised because the insert and patella had wear and the femoral component was loose.

Manufacturer narrative:
Evaluation was not possible, as the products were not returned. Review of the device history records for the reported tibial insert did not reveal any anomalies. Product information required to review the device history records for the reported patella and femoral components was not provided. The investigation could not verify or draw any conclusions about the root cause of the reported polyethylene wear and device loosening. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated.